Event description:
Rptr received the notification of the medtronic synchromed el implantable infusion pump and does not believe the recall addressed the real problem. Rptr was involved with some of the first implants and it was found to be a issue with the warming of the device for filling properly and implantation. Medtronic sells the product, but doesn't supply a warming device to the implant. During the discussions for the first implantation rptr was informed by the clinical support person that the hospitals just set the product in and empty flash sterilizer for a few hours to bring the product up to temperature. Rptr did not agree that this was the proper way to warm the device and maintain that tight tolerence rptr took an old isolette and modified it with a stand to operate at a higher temperture to warm the pumps. It worked well; however, rptr believes that manufacturer should provide all the proper equipment so that the product can be implanted safely. From a biomedical engineering point of view, rptr does not have any standard devices in the or that have the temperature control that will meet the requirements for the pump-warming step indicated in the instructions. Rptr suggests that someone review the warming of the product on a technical level and review the instructions for any recommendations on what device should be used to warm the pump. The last pump rptr warmed a year ago, another hospital, did not have this in the instructions.